Event description:
It was further reported that the ventricular fibrillation occurred after the system was implanted.

Event description:
It was reported that during the implant procedure, the patient experienced ventricular fibrillation. The device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.